Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized on november 16, 2016 with blood glucose of 470 mg/dl. Customer had symptoms such as weakness and nausea. Customer was hospitalized for diabetic ketoacidosis. Customer was treated at the hospital. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed. The customer was unable to complete high pressure test. The insulin pump was not returned for analysis.